Event description:
A report was received that the patient will undergo a pocket revision due to the ipg being shallow inside of the pocket. The patient recently lost weight making it difficult to properly charge the ipg. The physician will relocate the patient's ipg.

Manufacturer narrative:
Additional information was received that the patient underwent the revision procedure and the physician chose to replace the ipg as the ipg had eroded close to the skin and was bothering the patient. The physician relocated the pocket site to the opposite side of the body. The patient was reportedly doing well following the procedure. Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The device exhibited normal device characteristics.

Event description:
A report was received that the patient will undergo a pocket revision due to the ipg being shallow inside of the pocket. The patient recently lost weight making it difficult to properly charge the ipg. The physician will relocate the patient's ipg.